Event description:
Information received with return of the explanted device notes infection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a review of the initial sterilization records revealed no evidence of an abnormal cycle. The reported infection appears to have resulted from factors other than the device itself.